Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units after the cartridge had been loaded with insulin. There was no impact to the customer's blood glucose level. The customer was assisted with loading a new cartridge

Manufacturer narrative:
The device has not yet been returned for eval. Should new relevant info become available a supplemental report will be submitted.